Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305271. Batch#: 1054566. It was reported that the bd integra needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Rcc received a complaint via phone. Pir attached product complaint - pharmacist called to report on behalf of the customer, stating that the pt advised that the needle got stuck in the muscle after injecting and they were unable to remove the needle. Pt went to see a dr. And x-ray was performed but the needle could not be found. Ref: (B)(4) lot 1054566.

Manufacturer narrative:
(B)(4). Needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.